Manufacturer narrative:
Upon investigation, the technician noted the safety drum was leaking oil. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the overhead lift with a new likorall 250 s irc to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 250 s was leaking oil from the safety drum. The lift was located in sluse nr 1 at the account. There was no patient/user injury reported. (B)(4).